Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿fever.¿ the same day the patient was treated with mebalosavir tablets. The event resolved four days later. About four months later the patient experienced non device related ¿thoracodynia.¿ the event resolved one day later without treatment. Approximately two months later the patient experienced non device related tracheitis. No treatment was provided and the event resolved the same day. About one month later the patient experienced non device related diarrhea. The event resolved one day later without treatment. About one month later the patient experienced non device related ¿reflux esophagitis.¿ the event resolved two days later without treatment.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of tracheitis (infection), deemed not device related is considered an unexpected adverse drug experience.